Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a magnetic resonance imaging (MRI) scan, a patient with a pain stimulation implantable pulse generator (ipg) experienced heating. The caller indicated that they activated MRI mode and the patient's remote showed a restriction but the the caller could not describe what information was displayed. They attempted to scan the patient because they claimed that they had mris. The patient described a warm sensation and a hot sensation on the left side. The MRI scan was ended after the patient reported these sensations. No troubleshooting was required.

Event description:
Additional information was received, it was reported the cause of the event was unknown. The patient stated that after their MRI they felt a warm sensation on their neck. The patient had not turned on their device. No troubleshooting was performed. The patient reached out to their physician. Additional information was received, it was reported the patient was being scanned on a 3t system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.